Event description:
It was reported that the patient had a surgical procedure to replace an artificial urinary sphincter (aus) device due to urethral atrophy and recurring incontinence. The cuff was downsized and a patient outcome of fully recovered was reported.